Event description:
It was reported that a spectrum iq infusion pump underinfused during a norepinephrine infusion. The patient was transferred from the operating room on a continuous norepinephrine infusion at 10mcg/min. During the first hour of admission, the patient remained hypotensive, and the infusion was progressively titrated up to 26 mcg/min. The patient continued to remain hypotensive and received a fluid resuscitation. A registered nurse observed that the norepinephrine bag volume was not decreasing at a rate consistent with the programmed dose. The nurse replaced the infusion pump, after which the patient¿s blood pressure increased immediately, allowing rapid titration of the norepinephrine down to 6 mcg/min. No further information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow accuracy, and it passed. The infusion ran to completion without interruption or abnormalities. However, m2/m3 springs will be replaced, and the pressure plate will be readjusted. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.